Event description:
Reporter alleged receiving a result of 278 mg/dl on the advantage system while using expired strips within 10 minutes of a result of 32 mg/dl on the emt's system. Reporter stated he was out of his mind during the time of testing and was treated with a tube of glucose and a soda. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Manufacturer narrative:
Strips were expired when returned which made analysis impossible.